Manufacturer narrative:
The manufacturer previously reported information alleging unit will not shut off as the power button and screen will not respond. The customer removed batteries from the device, and it powered down. During the evaluation of the device at the manufacturer's service center, the batteries were reattached, and the device powered on. The device was tested and biomed was unable to duplicate reported issues. The customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created. No further information will be obtained as this concluded philips remote support to the customer for this event. The customer called back, and stated he run the pvt and it passed successfully.

Event description:
The manufacturer received information alleging unit will not shut off as the power button and screen will not respond. The customer removed batteries from the device, and it powered down. During the evaluation of the device at the manufacturer's service center, the batteries were reattached, and the device powered on. The device was tested and biomed was unable to duplicate reported issues. The customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created. No further information will be obtained as this concluded philips remote support to the customer for this event.